Manufacturer narrative:
The meter and test strips are to be returned for evaluation. The test strip lot number identified during the call to customer support is: (B)(4) exp: 2017/03 - customer reported she began utilizing this lot on "july 15" - this is a later date than identified on the results in question. Per label copy/package insert: -unexpected results high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you7 feel, contact your healthcare professional and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your health professional -do a control solution testl -before using your blood glucose monitor for the first time and at least once a week thereafter. -each time you open a new vial of nova max glucose test strips. -if you leave the test strip vial cap open for any length of time. -if you drop your blood glucose monitor. -when your blood glucose test results are not consistent with how you feel, or when you think your results are not accurate (higher or lower than expected). Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called in about her high bg (blood glucose) results. Consumer confirmed treating herself based on the bg results but could not provide any specifics.

Manufacturer narrative:
(B)(4).